Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection, the slide clamp keyhole was missing. The pump underwent functional testing by running an infusion of 25ml at 25ml/hour. The flow rate accuracy testing performed according to product specifications. The air in line alarm did not trigger during infusion. The slide clamp keyhole will be replaced. The air-in-line sensor calibration and release testing will be performed to ensure the intended functionality of unit. The event history log was reviewed and multiple air in line alarms were generated. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported flow was reversed on a novum iq large volume pump which subsequently had air in the line. The patient had been receiving an IV infusion of levophed ¿for a few hours.¿ at 23:30 vasopressin was added. The levophed and vasopressin, along with fentanlyl were being infused through one of the ports of the patient¿s dialysis catheter. This was the only access the medical team could use. Around 03:30, the patient's mean arterial pressure (map) on the monitor read in the 40s when it should have been >65, so the nurse went into the room to assess. The nurse was going to add a third medication to maintain the patient¿s blood pressure; however, the nurse noticed there was blood backed up from the shiley catheter all the way up the IV tubing into each of the y ports. The nurse also noticed that after the blood backed up, the tubing was filled with air the rest of the way up to the pump. When the nurse lifted up the tubing to show the tubing, the blood and fluid contents still in the tubing ¿vacuumed back into the patient.¿ the nurse quickly clamped the shiley catheter to avoid air being sucked into it as well. The nurse also observed a tiny hole in the tubing above the pump that was leaking a very small amount of fluid. The pumps were switched out and sent for service. The tubing changed. No further information was available at the time of this report.